Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of ischemia and stenosis are listed in the supera peripheral stent systems instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported ischemia, stenosis and unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the procedure on (B)(6) 2024 was to treat the distal superficial femoral artery transition to 1st portion popliteal artery with mixed calcified and fibrotic plaque. The supera stent was implanted without issue. On (B)(6) 2025 the patient returned with ischemic chest pain and tissue loss. Angiography was performed and restenosis was noted within the supera stent. A drug coated balloon was used and an esprit btk scaffold was implanted as treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported ischemia, stenosis and unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model number updated from unk supera to 42050100-120. D4: lot number updated from unknown to 3111561.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. A 5.0x100mm supera stent was implanted. No additional information was provided.